Event description:
Information was received indicating that a cadd extension set line for the veletri medication was leaking immediately after connecting it to the filter.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One sample was received without original packaging. Visual and functional testing were performed. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples did not present any damage to the filter. During the functional testing, a leak from the filter air outlet was found in the sample. The complaint was confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cautions, medication with surfactants as part of its composition may lead to leakage from the air vent. Awareness notification was made to production personnel for the leak failure mode.